Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked case(battery tube), cracked retainer and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer states the pump has cosmetic damage. Customer had blood at the site. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.